Event description:
A customer contacted beckman coulter inc. (Bci) to report that no foam reagent was leaking onto the floor in front of the unicel dxc 600 pro synchron chemistry analyzer. The leak was described as 1 drop from bottle or connection per couple of minutes. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) found no foam reagent leaking from the y-fitting on line 142. Fse replaced the y-fitting and cleaned the hydro. Fse tightened no foam sensor bracket, calibrated electrolytes and performed qc. Repair was verified per established procedures.